Event description:
The md inserted the iab using a sheath. The pump's helium bottle was empty. The pump was switched off for 30 mins. Until the helium bottle was exchanged. The next day, during the night, the pump alarmed several times. The nurse switched off the pump at 2:32 am. The pt was "heparinised and given 30k thrombocytes." The iab remained in the pt for 6 hours without the pump in use. At 8:40 am the catheter was removed with normal resistance. The md recognized there was no balloon membrane material left on the catheter. The pt was transferred to the interventional radiologists in order to remove the membrane with a loop device. Because the procedure was not successful, the pt was transferred to the or where the membrane was removed surgically. A short time after the surgery, the pt expired.

Manufacturer narrative:
Evaluation: the iab will not be returned. A DHR re-review was performed on both the iab and iabp without findings. From the description of the event, it appears that several warning and precautions provided in the instructions for use for the intra-aortic balloon and intra-aortic balloon pump (iabp) were not followed. As described in the acat 1 plus operator's manual, a "helium leak alarm" is a class I alarm that alerts the user to potentially serious conditions that require immediate attention. The following statements are made in the acat 1 plus operator's manual regarding leaving a dormant balloon in a pt. "...allowing a deflated balloon to remain dormant is hazardous. A deflated balloon does not provide valuable cardiac support to the pt and thrombus formation can occur if blood becomes trapped in the folds of deflated balloon." Warning: ...if pumping cannot be restored within 15-30 minutes, manually inflate and deflate the iab several times per hour to reduce the risk of thrombus formation. Consider removing the balloon." See "if repair and pumping cannot be accomplished within 15-30 minutes, use a 50/60 cc syringe to repaidly inflate and deflate the balloon several times per hour. This will reduce the risk of thrombus formation, but should be used only as an emergency procedure for short periods of time while awaiting the physician's arrival. The physician should consider removing the balloon." "If balloon pumping is interrupted and cannot be continued within 15-30 minutes, connect a 50/60 cc syringe to the balloon connector and inflate and deflate the balloon manually. Thrombus formation may result from blood becoming trapped in the folds of a dormant balloon.". The iabp was checked by the technicians after the event and it was found to be "full of blood". In order for blood to enter the pump, it had to back-up through the driveline (helium) tubing. The troubleshooting section of the iabp operator's manual states that for a "possible helium leak", a possible cause is blood in catheter tubing, and the corrective actions are to "remove balloon immediately and insert a new iab catheter". This followed by this warning: "any evidence of blood leakage within the iab assembly warrants immediate iab removal".. The clinical specialist for our distributor observed the catheter body and saw that the helix of the body was "pulled and stretched". This indicates that more than "normal resistance" may have been encountered during the withdrawal of the iab from the pt. The iab instructions for use in the "intra-aortic balloon removal procedure" states "if distal perfusion has been compromised during counterpulsation, or if percutaneous removal cannot be easily perfomred, surgical removal or percutaneous balloon may be indicated". Balloon rupture during iabp therapy is an expected and foreseeable side effect listed in the iab instructions for use. They state "intra-aortic balloon membrane perforation may occur during iabp therapy. The occurrence and severity of iab perforation is unpredictable and may be due to pt physiology, accidental contact with a sharp instrument or by contact with calcified plaque resulting in membrance surface abrasion and eventual perforation. Large perforations are rare. Small perforations can result in asymptomatic release of gas. Perforation can casue blood to appear in the balloon catheter and driveline tubing. If you suspect balloon perforation: immediately stop pumping. Consider tapering or discontinuing anticoagulation therapy. Remove iab from pt, using recommended removal technique."